Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed noise and oversensing. It was noted that this was possible lead to lead interaction with a previously capped lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.